Event description:
Medtronic received information that this bioprosthetic valve exhibited an increased in gradients due to cuspal stiffening. The valve was explanted and replaced without reported patient complication.

Manufacturer narrative:
Evaluation: device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: received in an explant kit in a slightly cloudy tan solution. The non-coronary cusp is stiff due to extensive pannus overgrowth that covers the inflow and fills the outflow. The left and right cusps are slightly stiff but flexible except where pannus is present along the inflow and outflow margins of attachment. Thick layers of off white pannus extend from the sewing ring over the tissue, base stitching, margins of attachment, into all inferior coaptive areas and 2 to 8 mm onto all cusps, significantly reducing the inflow orifice areas. Pannus densely covers all commissures extending into the margins of attachments, 2 to 3 mm onto the left and right cusps and filling the non-coronary cusp. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device due to pannus overgrowth. Device explanted and replaced without reported adverse patient effect.